Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed, reducing the mr to <1. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). While implanting the second clip, the steerable guide catheter (sgc) pulled back across septum. The sgc was advanced, with resistance, back across septum. Two additional clips were implanted, one on either side of the slda, to stabilize the clip. Mr was reduced to <1. Post-procedure, there was a larger than normal atrial septal defect (asd). No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated. The reported single leaflet device attachment (slda) appears to be related to the patient anatomy due to bi-leaflet prolapse and there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.